Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to feeling particles in the mouth. The patient alleges to experiencing throat and chest swelling. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer previously report this device sn on MDR 2518422-2021-08507. Additional information was received in january 2022 and an MDR 2518422-2022-04792 was filed. The MDR 2518422-2022-04792 was incorrectly filed and should have been filed as a follow up report to MDR 2518422-2021-08507.